Event description:
A us distributor reported that a patient's electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (non-functional therapy electrodes) was confirmed. During evaluation, the belt failed a therapy electrode test. The cause for failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and rear1 therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.